Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon burst at 10 atm for 30 seconds upon second the inflation. The device was removed normally, and the procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.